Event description:
The recipient is reportedly experiencing electrode migration. The recipient is presenting with sound quality issues. A CT scan confirmed electrode migration. Revision surgery is scheduled.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has not provided consent despite several requests to the recipient¿s medical institution to obtain and provide the consent. As a result, no conclusion can be drawn at this time. If the consent is received at a later date, the issue will be re-opened and the results of the analysis will be reported. The device remains intact in a locked vault at ab, llc until consent is obtained. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Legislation prohibited the testing and failure analysis of the explanted device (section 72 para 6 of the german act for implementation of the med device law). As a result, no conclusion can be drawn at this time. If the legal proceedings allow for the analysis to be completed, the issue will be re-opened and the results of the analysis will be reported. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On (B)(6) 2022, the recipient underwent electrode repositioning surgery. The recipient is using the device, however, is still experiencing sound quality issues. Revision surgery is under consideration. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced. This is believed to have occurred during revision surgery. The photographic imaging inspection confirmed sliced electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The scanning electron microscopy (sem) analysis of the electrode pocket revealed no signs of corrosion, however, tensile breaks on some electrodes. The device passed the mechanical test performed. The external visual inspection and scanning electron microscopy analysis revealed broken electrode wires near the electrode ground ring. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. In addition, the dry impedance testing initially produced results which were slightly out of specification. Additional analysis determined that the out of specification results were caused by trapped moisture in the severed electrode ends. Further scanning electron microscopy analysis confirmed that the device was not compromised and showed no signs of moisture ingress or corrosion. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on february 23, 2023. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.